Event description:
It was reported that the staff mixed the cement and placed it into the gun, but when they went to extrude it, the cement had already begun to harden, and when the pressure was applied, it came out from under the cap. The cement that was extruded into the femur from the gun hardened quickly and the doctor attempted to cut the hardened cement out of the femur by reaming it and perforated the distal cortex in the process. A longer stem prothesis and another incision to implant the prothesis were required. This longer prothesis also required circlage wiring around the distal femur, and it prolonged the anethesia, surgical, and recovery time.